Event description:
Defective battery. The device was received by infusystem for investigation. Device history record was reviewed, no issue has been found. Device history log of volumat mc agilia ca ((B)(4)) could not be downloaded, no review possible. Issue reported by the customer was confirmed by infusystem. Pump could not be turned on. The technician charged the battery during 2 hours but there was still no power on battery. Thus these part were replaced to resolve the issue. No further investigation was possible since the spare part was destroyed. The device was cleaned and tested post repair per quality control checklist and reportedly functioned as intended and was released for further use.

Event description:
Defective battery.